Manufacturer narrative:
Internal complaint number: (B)(4).

Event description:
It was reported that the volume of undelivered drug remaining in the drug reservoir was greater than the expected volume based upon the programmed infusion rate. Surgical intervention was taken to replace the catheter. It was confirmed no issue was found with the catheter or the pump. The physician believed the cause of the issue was how the catheter was positioned.